Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain from the ipg after losing a significant amount of weight and the ipg migrating. Surgical intervention was undertaken on (B)(6) 2022, where the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.